Manufacturer narrative:
The ventilator was investigated by our field service engineer. The nozzle unit in the o2/air gas module was replaced but not returned for investigation. No device logs were provided. The nozzle unit is a part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Since no parts were returned for investigation, the root cause of the reported failed pre-use check has not been determined, but the nozzle unit was most likely contributing to the event.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).